Event description:
It was reported that this right ventricular (rv) lead dislodged. Surgical intervention was performed, and an attempt was made to reposition this lead. The helix was able to be retracted for repositioning; however, the helix could not be extended again. A new lead of the same model was successfully implanted to complete the procedure. Despite surgical intervention, no adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid in the helix housing. Additionally, visual inspection revealed no abnormalities, as the lead/tip appeared normal. Subsequent testing confirmed the helix difficulty allegation based on dried blood in the helix housing which prevented direct testing of the helix mechanism. The dislodgment allegation was not confirmed as evidence from the field and product analysis were insufficient to verify dislodgment.

Event description:
It was reported that this right ventricular (rv) lead dislodged. Surgical intervention was performed, and an attempt was made to reposition this lead. The helix was able to be retracted for repositioning; however, the helix could not be extended again. A new lead of the same model was successfully implanted to complete the procedure. Despite surgical intervention, no adverse patient effects were reported. This lead is expected to be returned for analysis.